Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The agent reviewed MRI guidelines for battery that is depleted and hasn't been working or charged since 2018 following an MRI at that time. The caller stated husband indicated that ins didn't work properly after that MRI in 2018. Technical services (ts) reviewed passive recharge mode (prm) with caller today and steps needed to get ins functioning again to be able to access MRI mode if required from MRI dept. Ts reviewed this would require multiple hours of prm sessions and then maintaining the ins battery charge following that, which may not be conducive to the patient or caretakers. No symptoms were reported.